Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The heater bag disconnecting is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a supply bag falling and disconnecting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the last fill of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that the heater bag became disconnected. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.